Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had read "they had a heart attack, but their physician did not tell them". The patient is now wondering "if their implantable pulse generator (ipg) is not picking-up episodes". The ipg remains in use. No patient complications have been reported as a result of this event.